Event description:
It was reported that the patient had a primary left reverse tsa. The patient was presented with dysfunction left shoulder and pain and was revised three months post initial procedure due to disassociation of the poly from the humeral baseplate. Surgeon noted upon entry found scar tissue, bloody effusion and partially torn subscapularis tendon.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat: 110031418, lot: 66714909 standard 36mm diameter bearing; cat: 115310, lot: j820583 comp rvrs shldr glnsp std 36mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to disassociation of the poly from the humeral tray. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h10. The reported event is confirmed from provided op notes. Visual examination of the provided picture identified the humeral tray and bearing have been explanted, along with the taper adaptor and glenosphere. The inside mating surface of the humeral tray and the bottom of the humeral bearing show signs of use with marked surfaces and discoloration. Additional evaluation cannot be completed without product return. Part and lot information verified from product etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient experienced severe pain and shoulder dysfunction and was revised due to poly disassociation from the humeral tray which led to instability; poly liner was found superior to proximal humerus in subacromial space. Scar tissue was encountered and there was large bloody effusion in the joint space; no visual evidence of infection. The subscapularis tendon repair was partially torn. The humeral tray and glenosphere had notable scratches from metal on metal contact; tissue debrided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.